Event description:
It was reported that during an aneurysm procedure, the subject stent did not open at ophthalmic region and after a repetition of three times when decided to pull back the subject stent into the introducer sheath, it got stuck at the microcatheter and also noticed to be detached in the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.